Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The returned battery was found to be depleted at 1% capacity. Review of the device activity logs confirms that the battery was depleted during the time of the reported event. The activity log shows occurrences of low battery messages prior to a device shutdown. This confirms that the battery was depleted and the end user was warned prior to shut down. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during the transport of a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that another device was obtained to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-01835 for a similar event reported from the same customer.